Event description:
The leads slipped 'inches' to the point of being almost as low as the implantable neurostimulator. The patient experienced electrocution sensation. The patient turned off the neurostimulator. His pain was more tolerable not having to deal with pain in both his legs and back. Approximately 1 month later, the patient felt stimulation in random areas. Once a week the battery is 50-75% depleted. However, the stimulator was definitely turned off. Additional information has been requested. A follow-up will be submitted if additional information becomes available.